Event description:
A pt undergoing continuous veno-venous hemofiltration (cvvh) went into hemorrhagic shock subsequent to an estimated blood loss of 1l resulting from an external blood leak from a crack on the venous connector of the catheter. The pt was transfused with 2 units of blood and the amines drugs were increased. The pt's condition improved; the catheter replaced and treatment continued. The nurse reported prior to the start of treatment, there were no defects observed with the catheter or filer set.

Manufacturer narrative:
Gambro received the gamcath (B)(4) with unk lot number on (B)(4), 2012. A crack approximately 20 mm in length was identified on the venous connector. The crack starts at the border line in longitudinal direction and runs near the moulding line and along a grip. The crack ends at the connector border of the glued extension line. The luer cone from the arterial connector was measured and within specification. No further damage or abnormality on connector surface was noticeable. The root cause of the crack is not yet confirmed. The technical investigation is ongoing. Gambro could not perform either a lot history record check or a complaint history file check as involved lot number is unk.